Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) device was at end of service (eos) with no telemetry or output. The device was explanted and replaced. It was also noted that the right ventricular (rv) lead measured infinite impedance. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.